Event description:
Post sensor implant, the patient's oxygen levels dropped during calibration and the patient was removed from the procedure table and put them on non-rebreather, and subsequently bipap. The patient was admitted, had blood-tinged sputum the following day. The patient is currently recovering. Further information has been requested from the clinic.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The healthcare provider reported that heparin and high flow oxygen irritating airways caused the adverse event. Treatments including bipap, IV lasix, and a nitro drip were provided to resolve the adverse event. Rep confirmed there were no difficulties noted during the implant of the cardiomems. The patient is stable.